Event description:
Related manufacturer report number: 1627487-2022-01737 and 1627487-2022-01738. It was reported the patient was experiencing ineffective therapy due to high impedances. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the issue only pertains to the patient's s1 lead.

Event description:
Additional information received indicates that the patient's s1 lead was explanted and replaced. Effective thearapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was previously fractured. The issue was confirmed via x-ray.